Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error codes could not be determined as the issues were not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The customer specified fault was unconfirmed; the unit showed instances of e433 recorded in the error log, along with user errors e001 and e002. However, when tested, the unit passed all tests in accordance with the product service manual, no errors occurred during testing. It may be possible the e433 was caused by a fault within the customer¿s footswitch due to the intermittency of the errors recorded in the error log, rather than a fault within the generator. The errors e001 and e002 are errors relating to use of / possible malfunctions of high frequency instruments not the esg-400 generator. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error messages e001, e002, and e433. The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.